Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation on this lead was performed. Dried blood or body fluid in the lumen was noted. Conductor coils were deformed in five points from the terminal pin. These deformations were from a grabbing tool. A cut in the insulation was also noted and was also caused by a grabbing tool. The insulation was wrinkled due to a suture sleeve being tied down. There was no evidence which could cause a dislodgement. The lead passed all the tests. The allegation was not confirmed. No other issues were found.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead felt unwell. It was noted that the lead had loss of capture and high threshold measurements. The patient experience phrenic nerve stimulation when the device output was increased. All vectors were tried but only one vector was noted. This vector required higher output for appropriate capture. An xray was taken and it was noted that the lead moved. A lead revision was scheduled and then a successful explant was performed. No additional adverse patient effects were reported. The lead was returned.